Event description:
A 2.5 hex screwdriver is stripped and needs to be replace. In surgery, the screwdriver was slipping due to it being old and over used as well as the pressure used to turn the screw being extreme.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the screwdriver hex 2.5mm ao fitting stripped could not be confirmed. The affected device was returned for investigation. A visual inspection was executed and showed no abnormalities. Furthermore a functional inspection was performed in which a slipping could not be determined. At least a dimensional check of the wrench size was performed the dimension was determined to be within specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Based on the investigation, the root cause most likely was attributed to a user related issue. The event most likely was caused by using the screwdriver with an improper screw size.

Event description:
A 2.5 hex screwdriver is stripped and needs to be replace. In surgery, the screwdriver was slipping due to it being old and over used as well as the pressure used to turn the screw being extreme.